Manufacturer narrative:
This report is linked to voluntary report # mw5163234.

Event description:
The patient's orthodontist suggested patient to not wear any aligners or retainers until my periodontal issues have been addressed, in order to avoid any exacerbation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.